Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and endometrial ablation ("ablation"), 4 years 11 months after insertion of essure. The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2019. The reporter considered endometrial ablation and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: pif received. Case category was updated to valid. Events medical device removal and ablation were added. Previously reported event injury was deleted. Device removal date was added as (B)(6) 2019. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and endometrial ablation ('ablation / endometrial ablation') in a 39-year-old female patient who had essure (batch no. B53652) inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and endometrial ablation (seriousness criteria medically significant and intervention required), 4 years 11 months after insertion of essure. The patient was treated with surgery (essure removal surgery and endometrial ablation). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal and endometrial ablation outcome was unknown. The reporter considered endometrial ablation and medical device removal to be related to essure. The reporter commented: the right tubal ostia was now trailing 2-3 coils and the left tubal ostia was trailing 3-4 coils. Most recent follow-up information incorporated above includes: on 26-aug-2020: mr received: lot number and reporters were added. Event coding updated from medical procedure to endometrial ablation. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.